Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 2.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. During the first inflation, the balloon ruptured at 10 atmospheres after being inflated for 20 seconds. The device was removed from the patient's body. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.